Manufacturer narrative:
This report is submitted on july 25, 2023.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the implant site. Subsequently, the patient underwent a revision surgery under general anaesthesia on (B)(6) 2023 in order to clean and close the wound.